Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch 2032227-2014-44578 and 2032227-2014-44579.

Event description:
It is reported that a customer issues with their transmitter and sensor on their insulin pump. The patient's blood glucose level was at 20 mg/dl. The customer states that the sensor did not detect the low blood glucose. The customer stated that the paramedics were called and transferred to the emergency room on (B)(6) 2014 am. The customer was assisted with trouble shooting by turning on the sensor feature and performing self tests. The customer was advised to monitor the device for any further issues. No further information was provided.